Event description:
It was reported that the patient's atrial lead was found to be dislodgement. The dislodgement was confirmed via fluoroscopy in clinic. During revision procedure, it was noticed that the atrial lead was bound to the existing right ventricular lead. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.